Event description:
To soften small scar, according to dermatologist. Dose or amount: sample. Frequency: twice daily. Route: applied to a surface usually the skin. Event abated after use stopped or dose reduced: yes. Still waiting for staph results, but receiving treatment for it meanwhile. I have never been treated for staph before. It caused my top layer of skin to peel off. Then it turned to white flaked off. Obviously my skin was now raw. Then my upper lip and side of mouth area swelled to twice it's size with clear fluid (the only place I put eletone cream) under my skin. Where I had a small scar my skin split open clear to my mouth. The scar tissue not strong enough to handle the pressure. I later ended up with treatment for infection. (Something I have never been treated before.) I am now trying to heal and mentally preparing myself for scaring on my face. Plus missed work, unable to get dental work, hardly eat, high doses of antibiotics, and overall it has been 3 weeks and still a mess. In comparison, I recently had a burn almost healed up in about a week. I was very upset that I had to search several sites to find serious side effects. I even spoke to customer service at mission pharmacal twice and they did not tell me that it was a possible serious side effect. I told them what happened but there was no official report. Several days later I found a website with a description of what I went through / allergy.www.health central.com/skin-care/medications/eletone-top-148301/side-effects?if=2601. Antihistamines was the only thing that brought down the swelling slowly. If I missed a dose it would begin to swell again.